Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had possible premature battery depletion. It was noted that the device had delivered 134 appropriate shocks in response to ventricular tachycardia (vt) since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.